Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic fluttering") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, palpitations and tooth pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), menstruation irregular ("irregular cycles"), back pain ("lower back pain") and arthralgia ("wrists pain / knees pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia and menstruation irregular outcome was unknown and the back pain and arthralgia had resolved. The reporter considered arthralgia, back pain, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were reported via social media fatigue, pelvic fluttering, arthralgia of both knees, menorrhagia, regular menstrual periods, migraine¿ . Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received. Reporter and patient demographics were added. Lot number added. Concomitant disease added. Events vaginal bleeding, menorrhagia, irregular cycles, lower back pain and wrists pain / knees pain added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic fluttering') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteotomy since 2013, migraine, palpitations, tooth pain and parity 1. Concomitant products included simeticone (gas-x). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), menstruation irregular ("irregular cycles"), back pain ("lower back pain"), arthralgia ("wrists pain / knees pain"), flatulence ("gas pains in my right rib area, and right shoulder"), musculoskeletal chest pain ("gas pains in my right rib area, and right shoulder") and musculoskeletal pain ("gas pains in my right rib area, and right shoulder"). The patient was treated with surgery (B)(6)2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, menstruation irregular, flatulence, musculoskeletal chest pain and musculoskeletal pain outcome was unknown and the back pain and arthralgia had resolved. The reporter considered arthralgia, back pain, fatigue, flatulence, genital haemorrhage, menorrhagia, menstruation irregular, musculoskeletal chest pain, musculoskeletal pain, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media fatigue, pelvic fluttering, arthralgia of both knees, menorrhagia, regular menstrual periods, migraine¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: social media contents received : events added- flatulence, musculoskeletal chest pain, musculoskeletal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic fluttering") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, palpitations and tooth pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), menstruation irregular ("irregular cycles"), back pain ("lower back pain") and arthralgia ("wrists pain / knees pain"). The patient was treated with surgery (B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia and menstruation irregular outcome was unknown and the back pain and arthralgia had resolved. The reporter considered arthralgia, back pain, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media fatigue, pelvic fluttering, arthralgia of both knees, menorrhagia, regular menstrual periods, migraine¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic fluttering') in a female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteotomy since 2013, migraine, palpitations, tooth pain and parity 1. Concomitant products included simeticone (gas-x). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), menstruation irregular ("irregular cycles"), back pain ("lower back pain"), arthralgia ("wrists pain / knees pain/ aching knees"), flatulence ("gas pains in my right rib area, and right shoulder"), musculoskeletal chest pain ("gas pains in my right rib area, and right shoulder"), musculoskeletal pain ("gas pains in my right rib area, and right shoulder"), palpitations ("heart palpitations"), orgasm abnormal ("painful orgasm"), pain in extremity ("pain in left foot"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") and cervical cyst ("cysts on cervix"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, menstruation irregular, flatulence, musculoskeletal chest pain, musculoskeletal pain, palpitations, orgasm abnormal, pain in extremity, adenomyosis, endometriosis and cervical cyst outcome was unknown and the back pain and arthralgia had resolved. The reporter considered adenomyosis, arthralgia, back pain, cervical cyst, endometriosis, fatigue, flatulence, genital haemorrhage, menorrhagia, menstruation irregular, musculoskeletal chest pain, musculoskeletal pain, orgasm abnormal, pain in extremity, palpitations, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media fatigue, pelvic fluttering, arthralgia of both knees, menorrhagia, regular menstrual periods, migraine, heart palpitations, painful orgasms, pain in left foot, adenomyosis, endometriosis, cysts on cervix ¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: social media received. Event : heart palpitations, painful orgasms, pain in left foot, adenomyosis, endometriosis, cysts on cervix were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic fluttering') in a female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteotomy since 2013, migraine, palpitations, tooth pain and parity 1. Concomitant products included simeticone (gas-x). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), menstruation irregular ("irregular cycles"), back pain ("lower back pain"), arthralgia ("wrists pain / knees pain/ aching knees"), flatulence ("gas pains in my right rib area, and right shoulder"), musculoskeletal chest pain ("gas pains in my right rib area, and right shoulder"), musculoskeletal pain ("gas pains in my right rib area, and right shoulder"), palpitations ("heart palpitations"), orgasm abnormal ("painful orgasm"), pain in extremity ("pain in left foot"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), cervical cyst ("cysts on cervix"), sinusitis ("sinus infection"), headache ("headache"), tarsal tunnel syndrome ("tarsal tunnel syndrome"), migraine ("migraine") and palpitation ("heart palpitation"). The patient was treated with surgery (14sep2017 hysterectomy with bilateral salpingectomy). Essure was removed on 14-sep-2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, menstruation irregular, flatulence, musculoskeletal chest pain, musculoskeletal pain, palpitations, orgasm abnormal, pain in extremity, adenomyosis, endometriosis, cervical cyst, sinusitis, headache, tarsal tunnel syndrome, migraine and palpitation outcome was unknown and the back pain and arthralgia had resolved. The reporter considered adenomyosis, arthralgia, back pain, cervical cyst, endometriosis, fatigue, flatulence, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, musculoskeletal chest pain, musculoskeletal pain, orgasm abnormal, pain in extremity, palpitations, pelvic pain, sinusitis, tarsal tunnel syndrome, vaginal haemorrhage and palpitation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media fatigue, pelvic fluttering, arthralgia of both knees, menorrhagia, regular menstrual periods, migraine, heart palpitations, painful orgasms, pain in left foot, adenomyosis, endometriosis, cysts on cervix ¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received: events added- heart palpitation, migraine, tarsal tunnel syndrome, headache, sinusitis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic fluttering') in a female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteotomy since 2013, migraine, palpitations, tooth pain and parity 1. Concomitant products included simeticone (gas-x). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), menstruation irregular ("irregular cycles"), back pain ("lower back pain"), arthralgia ("wrists pain / knees pain/ aching knees"), flatulence ("gas pains in my right rib area, and right shoulder"), musculoskeletal chest pain ("gas pains in my right rib area, and right shoulder"), musculoskeletal pain ("gas pains in my right rib area, and right shoulder"), palpitations ("heart palpitations"), orgasm abnormal ("painful orgasm"), pain in extremity ("pain in left foot"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), cervical cyst ("cysts on cervix"), sinusitis ("sinus infection"), headache ("headache"), tarsal tunnel syndrome ("tarsal tunnel syndrome"), migraine ("migraine") and palpitation ("heart palpitation"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, menstruation irregular, flatulence, musculoskeletal chest pain, musculoskeletal pain, palpitations, orgasm abnormal, pain in extremity, adenomyosis, endometriosis, cervical cyst, sinusitis, headache, tarsal tunnel syndrome and migraine outcome was unknown and the back pain, arthralgia and palpitation had resolved. The reporter considered adenomyosis, arthralgia, back pain, cervical cyst, endometriosis, fatigue, flatulence, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, musculoskeletal chest pain, musculoskeletal pain, orgasm abnormal, pain in extremity, palpitations, pelvic pain, sinusitis, tarsal tunnel syndrome, vaginal haemorrhage and palpitation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media fatigue, pelvic fluttering, arthralgia of both knees, menorrhagia, regular menstrual periods, migraine, heart palpitations, painful orgasms, pain in left foot, adenomyosis, endometriosis, cysts on cervix ¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Outcome for event palpitations was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.